Manufacturer narrative:
(B)(4). Batch # m53636. The analysis found that one sc60 device was returned with the clamping mechanism damaged and with an ecr60b cartridge loaded on the device. The reload was received fully fired and in good visual condition. The closing trigger was manually assisted in order to open the device. No functional test could be performed due to the condition of the device. The device was disassembled to verify the internal components and the closing trigger was found broken in the area where it latches with the closure link. Furthermore the closure link pin was out of position. While no conclusion could be reached as to how the closing trigger became damaged and the closure link pin to be out of position, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a radical gastrectomy procedure, the jaws could not open after firing. The surgeon pulled the manual lever and removed the device from the tissue and found that the staples were malformed with irregular shapes. Suture was used to complete the procedure. There was no adverse consequence for the patient reported.